Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that both tabs were broken from the blade. The returned part was measured where possible and all critical specs were met. Mfg records were reviewed, no issues were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.

Event description:
It was reported that during a total knee arthroplasty surgical procedure the blade broke at the mount. It was also reported that there was no adverse consequences for the pt. It was further reported that another blade was readily available and procedure was completed successfully.